Event description:
There is no indication that the product caused or contributed to an adverse event. During troubleshooting the patient confirmed that they were still able to manually power on the subject meter and access the meter memory. However, the patient claimed that they would insert a test strip into the subject meter and the meter "would try and turn on, but then turn off." This complaint is being reported because the subject meter allegedly powering off during use was not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.